Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after firing the suture through the ligament, the suture broke and the surgeon could not retrieve the detached dart. Subsequently, the dart was left inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.